Event description:
It was reported that patient underwent an rtc repair procedure utilizing an allthread peek knotless anchor on (B)(6), 2011. During the procedure, the anchor came off the inserter as the surgeon attempted to advance the anchor down the cannula of the inserter. The surgeon made several attempts with the same result. Another anchor was available to complete the procedure; however, a delay greater than thirty minutes occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The returned device was functionally evaluated and the reported condition could not be duplicated.this report filed (B)(4), 2011.